Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the coronary artery. The lesion was pre-dilated with a emerge balloon catheter. A 2.25 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion and dissection was noted. The procedure was completed with a different device. No further complications were reported.